Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor. The blower motor was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to seized bearings.

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issue. The device failed a step during testing. The device's sensor board was replaced to address the issue.